Event description:
Customer states replacement product sent to him ref #hf26281 is worse than the original problem. He stated the eyelets on the cath he used had jagged edges and caused more bleeding. He still will not seek any medical care from his physician.